Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that an increase in the pacing impedance and additional episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes noise resulting in oversensing on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: the reported events of noise, oversensing, and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures. The high potential test failed due to procedural damage to the cable coating and polytetrafluoroethylene (ptfe) liner. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.